Event description:
It was reported that, 4 days after implant, the patient started having problems. The patient¿s morphine was cut off within 2 weeks, so the patient had no morphine in her. The patient had been leaking cerebrospinal fluid (csf) for 3 weeks following implant. The patient¿s device was defective. The patient was having psychological problems and kept passing out. The patient had to be in a rehabilitation unit for 10 days. They initially thought that the patient was ¿crazy¿. The patient went to the hospital 3 weeks later and, after blood work was done and an x-ray was taken, it was realized that the patient had cerebrospinal fluid (csf) in her blood. The patient also experienced an infection and withdrawal. The device was ¿faulty¿. Emergency surgery was done and the pump was removed, as it couldn¿t be reused. By that time, the patient had lost approximately 25 pounds. At the time of this report, the patient was looking for a new doctor to implant another device. The device system was used to deliver morphine. The patient¿s medical status prior to the event, specific device issues, cause of the event, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).